Event description:
After the procedure, the distal coil was removing outside pt on the table when nurse withdraw the safari wire totally away from lotus valve.

Manufacturer narrative:
The device was not received for analysis; therefore no physical analysis of the product can be performed; however, a photograph of the device was provided showing that the outer coil unraveled from the core wire. The mfg batch record review confirmed that the device met all material, assembly and inspection specs. Reviewing all details received to date; it appears that clinical and/or procedural factors may have impacted on the reported event. It was reported that the device involved in this incident is available to be returned for eval. The device had not been received at the time this report was generated. Should the device be returned, a f/u medwatch will be provided.